Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail to document her low blood glucose incident of a few years ago. Customer did not know exact date of incident or the low blood glucose level. Customer was advised if they wanted to speak to the helpline but customer declined. No further information was given.